Event description:
It was reported that the aquagel was detached from arctic gel pads when cooling therapy.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Visual evaluation noted 1 opened arctic gel pad was received. Visual evaluation noted there was missing and separated hydrogel on the pads. This does not meet specifications which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)." A potential root cause for this failure could be improper design consideration or material selection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the aquagel was detached from arctic gel pads when cooling therapy.